Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The crystalens at50ao iol remains implanted.

Event description:
The surgeon reports noticing z syndrome during a clinical exam on pt, one month post implant with a crystalens at50ao iol in the right eye. The pt reported decrease in visual acuity. The surgeon performed yag surgery. The surgeon then repositioned the crystalens iol approx four months post iol implant. Preoperatively, the pt's bcva was 20/40. Postoperatively, the pt's bcva is 20/20. The pt's current prognosis is that pt is doing well.